Event description:
N/a.

Manufacturer narrative:
Upon further review it was determined that the reported event is non reportable. The customer thought that the machine didn't pump because the pressure on the patient was low. A getinge fse checked by phone with him and all was ok with the machine. The cardiosave pumped. The line (blue) was ok and the pumping too.there was no malfunction of the device and therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported by customer that the cardiosave intra aortic balloon pump does not fully inflate the balloon.